Event description:
Caller alleging low inratio results, 3 results, 1 lot, 2 meters, 1 pt. December 17 - inratio #1 (sn: (B)(4)) inr = 2.4, inratio #2 (sn: (B)(4)) inr = 1.3, lab inr 3.2. Time between each test was within 3 hours. Therapeutic range unk. MDR #2027969-2014-00013 for s/n (B)(4).

Manufacturer narrative:
Investigation pending.